Event description:
On (B)(6) 2012, olympus biotech pvg learned of an adverse event in the literature: papanna, mc, et al. "The use of bone morphogenic protein-7 (op-1) in the management of resistant non-unions in the upper and lower limb", in injury, 2012 [epub ahead of print]. A patient (male, (B)(6)) died after receiving osigraft as part of a treatment to repair an infected non union. In the article the authors stated that the patient died during the follow up period from unrelated causes. No systemic or allergic reactions were encountered after bmp-7 application. Additional information will be requested from the authors.

Manufacturer narrative:
(B)(6). The use of bone morphogenic protein-7 (op-1) in the management of resistant non unions in the upper and lower limb.